Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had an alarm leak in the iab circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and found from a thorough inspection, that the safety disk (0997-00-0985-01) was broken, causing the device to alarm. Damaged parts must be replaced before the machine can be used normally. The fse replaced the safety disk, kit 5000 h prevent maintenance (0040-00-0147) and the iabp wheels (-401-00-0062). Tested the machine's operation, the machine can be used normally.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.